Event description:
I started having seizures (B)(6) after I had the essure put in and never had them before. I always have body aches, bloating, weight gain. My period is very irregular with hemorrhaging when I do get it. I am seeking to have it removed. It should be taken off the market.